Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking plate (less invasive stabilization system)/unknown; quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: m. Lill et al (2015). Does mipo of fractures of the distal femur result in more rotational malalignment than orif? A retrospective study., european journal of trauma and emergency surgery, 1-8. (B)(4). A retrospective study of 20 patients (4 female, 16 male); 10 who had a mipo (minimally invasive plate osteosynthesis) of a distal femur fracture and 10 who had orif (open reduction internal fixation) using a locking plate (less invasive stabilization system), mean age of 44.8 (19-71 years old). The intent of the study was to determine if there was a significant difference between the two procedures and post operative rotational malalignment. Mean follow up time was 53 months. Of the 10 patients treated with orif, one (1) required a revision surgery due to implant failure. This is report 2 of 2 for (B)(4). This report is for an unknown locking plate (less invasive stabilization system). This report is for an unknown locking plate (less invasive stabilization system) and refers to one (1) patient who required a revision surgery due to implant failure which is also the same as the determination tree.